Event description:
It was reported the patient's blood glucose level rose over 300 mg/dl while wearing the pod for an unspecified duration of use. When removed from the infusion site, the pod's cannula was found outside the patient skin and not properly inserted into the skin there was no mention of treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: bp4a.251205.006.s931usqsacze1hardware: sm-s931ucgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.